Event description:
Event description cpi received information that an invasive procedure was performed to remove this bipolar lead due to an insulation break. This lead was noted to have the insulation break at 10cm from the terminal pin. The lead was replaced with a new lead of the same model. Implanted-12/21/92. Removed from service-07/27/96. Implant months-43.